Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3889-28; lot# va0ypnj; implanted: (B)(6) 2015; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was on their second device because their first device had failed. There was a broken lead in it so it was not making any connection. Patient reported it wasn't working properly. The patient reported they did a couple of x-rays and the lead was not connected for a lack of better terms. The patient had it replaced to resolve the issue. No patient symptoms were reported.

Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3889-28, lot# va0ypnj, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a revision. Patient stated the device stopped working and they were experiencing leakage. Patient said that after several reprogramming sessions x-rays were performed and it was determined the leads weren't reaching all the way to the intended target. Patient had the whole system replaced. Patient said the revision occurred about 2 weeks prior to the report. No further complications were reported or anticipated.